Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual assessment of the device confirmed the knob ring is cracked/broken. The device shows moderate signs of wear/usage. The device was manufactured in 2013. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that the locking mechanism on journey ii cr lock fem implant impactor is broken. There was no case involved.